Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose was 410 mg/dl. Customer had treated their blood glucose with 8 units of insulin via manual injection. It was also found the customer did not have any symptoms of high blood glucose. Troubleshooting found the customer had small air bubbles by the reservoir connector. Customer stated they were able to resolve the air bubbles with a manual prime. The customer also did not report any leaks on their insulin pump. Insulin was also able to exit with a manual prime. It was also found the customer did not have a bent cannula after removing their infusion set. Customer will be sent a tubing clamp to finish troubleshooting. Advised the customer to change out their entire infusion set, reservoir, and insulin. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.